Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the ins was not functioning per the patient. It was reviewed that it was likely end-of-service (eos) but it was not confirmed. Nor was it confirmed that the patient could not communicate with the patient programmer. The patient was redirected to their health care professional for the issue. There were no symptoms or further complications reported or anticipated.